Event description:
During the one-month post implant follw-up, a warning message stating the device had reached "eos" was observed. The device had not charged the high voltage circuitry or paced excessively. Other measured data appeared normal. The decision was made to explant the device.